Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
On (B)(6) 2013 patient reported she went swimming with the infusion device a week ago. Patient stated 2 days ago she noticed the infusion device would turn off without warning and then turn on and self-start would complete. Patient reported the device has turned off and then on 4 times. Patient stated the display can be read and the audio beeps are intact once the infusion device turns back on. Patient reported that the battery compartment has been "oxidated". Patient stated the battery compartment and the battery cap are corroded. Patient reported she was concern that the infusion device shutting down is related to the water contact and she was not aware that the device is not waterproof. Patient stated when the device shuts down, there is no warning error message displayed before shutting down. Battery has been discarded. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device and battery cover for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product. Result the patient stated that the pump had intentional water contact. The pump is not waterproof for swimming or other contacts with water. The water led to corrosion on the battery contacts and to a power interrupt. E8 was found in pump history. History list: all errors and alerts are triggered correctly by the pump. As the problem mentioned by the customer is related to a handling issue.